Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was rejected by her body. It was stated, the ins kept ¿chewing¿ its way out of the patient. It was also stated, the ins was flipped and put back in. It was noted an allergy test was then performed and it was discovered the patient was allergic to silicone. It was noted, the patient had a special unit made and that it was working great for the patient at the time of report. Additional information stated no malfunctions were seen or diagnostic testing performed regarding the patient¿s ins. It was reported, the patient had an ¿allergy to silicone rubber.¿ it was stated, the original ins was explanted on 2009 (B)(6) and that the manufacturer made a new ins without silicone rubber for the patient. It was noted, the patient¿s outcome was ¿good¿ and they were receiving effective therapy two weeks after initial report. Additional information reported, the patient did not have concerns with her device or therapy two and a half weeks after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); product type lead (B)(4) .